Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving prialt via an implanted pump. The indication for pump use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2015 it was reported that in 2011/2012 the patient had an MRI that messed up his pump settings. The specifics regarding the issue with the pump settings, the patient symptoms related to the event, the troubleshooting performed, and the actions/interventions taken to resolve the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.